Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a force sensor failure even after replacing the force sensor and plunger pcb. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis. The device was received damaged. Visual inspection showed the bottom case and plunger assembly cracked. As a result of checking the log, it confirmed a force sensor test error. Based on evidence and investigation, the complaint allegation was determined to be customer induced as a result of the customers non-performance of the calibration activities after they replaced the force sensor.